Event description:
It was reported that the lead dislodged. There was loss of capture at 7.5 v at 1,5 ms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.